Event description:
The customer reported via phone call that they were experiencing low blood glucose level and high blood glucose level in the last 3 weeks. The lowest blood glucose level was 50 mg/dl and the highest was 350 mg/dl. Blood glucose level at the time of the call was 169 mg/dl. Customer was treated with food for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Auto mode feature was in use at the time of low blood glucose event. Customer performed self test and displacement test and both passed. Customer stated that the insulin pump was replaced 3 weeks ago due to retainer ring issue. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.